Manufacturer narrative:
Product event summary: at analysis it was noted that the upper case was cracked near the high rate cover, that the high rate cover was damaged, the ring attachment was bent and the battery contacts were visibly contaminated. The device was cleaned, the high rate cover, upper case and ring attachment were replaced, the battery contacts were inspected and the visible signs of contamination were removed and the device then passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.